Event description:
A user facility reported a saline bag back filled during recirculation mode. The device alarmed for a filling program error. The error could not be reproduced. A patient was not connected to the machine at the time of the incident. The customer replaced the air separator assembly and the machine was placed back in service. The air separator was returned for evaluation and the machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.